Manufacturer narrative:
Items returned for evaluation: -pusher -introducer -dispenser hoop items not returned for evaluation: -implant -shrink lock -microcatheter the visual analysis of the returned device found that the implant was not attached. No other damage was observed. The implant was not returned for evaluation. The introducer was returned undamaged. The introducer distal tip was found to be within specification (spec= 0.0180" -0.0005/+0.001). The investigation found the pusher's monofilament broken, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that an embolization coil implant encountered resistance in the microcatheter and then detached unexpectedly. There was no injury or intervention. The patient was reported to be "fine and well." Another embolization coil implant encountered the same issue during the case and was reported under a separate medical device report 2032493-2024-00679.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently ongoing.

Event description:
It was reported that an embolization coil implant encountered resistance in the microcatheter and then detached unexpectedly. There was no injury or intervention. The patient was reported to be "fine and well." Another embolization coil implant encountered the same issue during the case and was reported under a separate medical device report 2032493-2024-00679.